Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blank display screen issue. The reporter stated that the pump made audible noises and vibrated but the display screen was blank. Reportedly, with changing the battery cap and battery the display screen remained blank. The reporter denied damage to the pump and battery cap and stated that the battery cap was secured all the way down until yellow o ring was not visible. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.